Event description:
It was reported that pump experienced malfunction alarm showing malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump and to call back if issue returned, and no additional actions were reported.